Event description:
A customer contacted baxter's technical service center reporting a system error 2240 (air in set) during dwell 3 of 4 on the home choice (hc) when the home patient (hp) noticed that the over pouch containing the solution bags was wet but the hp decided to connect the bag anyway. The technical service representative (tsr) explained the alarms and instructed the hp to cycle the power twice to clear them. The tsr explained that supplies were compromised and the hp would need to start over with new supplies. The hp wanted to finish with manual supplies. The tsr advised the hp to call the peritoneal dialysis nurse in the next 24 hours and let her know what happened and to inform her that the hp finished therapy with manual supplies. Product surveillance contacted the nurse on (B)(4) 2011 regarding the system error 2240 alarm and the hp connecting to a known leaking bag. Per the nurse, she was not made aware of the alarm or the leaking bag. The nurse stated the hp was currently using the cycler for therapy and that she would follow up with the hp regarding therapy procedures. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Further review of this report determined that this was not a device malfunction and is not likely to cause or contribute to a death or serious injury if it were to reoccur.

Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. There was no allegation of a product malfunction. If additional information becomes available, then a follow up MDR will be submitted.